Event description:
A surgeon reports several pts have developed ocular inflammation approximately six weeks following intraocular lens (iol) implant surgery. Visual acuity of the pts decreased to 20/25 - 20/30 with the onset of inflammation. The pts received nsaid for two weeks, their visual acuity returned to 20/20 and the inflammation resolved. No pt specific information was provided.